Event description:
The customer reported that there was no power to the table and it would not move up and down. The field engineer noted that the system would not complete boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and found the table computer board needed to be replaced, but no conclusion can be drawn as repair information is not available.